Manufacturer narrative:
The customer reported that the central nurses station (cns) did not alarm even though there were alarm events occurring on the cns. Additionally, the cns displayed a ssd access error message. The patient vitals were still visible. Customer rebooted the cns to resolve the issue. Since rebooting the cns, the customer has not experienced any more alarm issues and the error message has not returned. Nihon kohden is currently reviewing the log files and will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned log files sent in.

Event description:
The customer reported that the central nurses station (cns) did not alarm even though there were alarm events occurring on the cns.

Manufacturer narrative:
(B)(4). Manufacturer narrative: the customer reported that the central nurses station (cns) did not alarm even though there were alarm events occurring on the cns. Additionally, the cns displayed a ssd access error message. The patient vitals were still visible. Customer rebooted the cns to resolve the issue. Since rebooting the cns, the customer has not experienced any more alarm issues and the error message has not returned. The logs gathered were incomplete. No additional information could be gleamed from the data. Per email correspondence, this error message happens when a hdd fails writing/reading data. A possible countermeasure for this error is to replace the hdd. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.